Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 1.66 on a (B)(6) male patient presented in the ER with chest pain. The customer states the patient was conscious and had walked in to ER. There was no patient information at the time of this report. The patient admitted to hospital based on the I-stat result and was treated with aspirin/ lmw heparin/ ticagrelor/lansopranol given to patient based on I-stat result. The customer states that return product is not available for investigation. (B)(6). The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 02/08/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na